Event description:
Following a diagnostic procedure an angio-seal device was placed. Approximately 12 hours later, late bleeding and the formation of a 10 cm hematoma were noted. A c-clamp was applied for 2 hours with hemostasis successfully achieved. At the time of this report, the hematoma was noted to be flat and resolving. A sonogram of the puncture site was performed (results unknown). The patient condition was listed as fine at last report.